Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation conclusion: the investigation of the returned coil system found the pusher kinked along the hypotube and proximal connector, and the implant to be separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The implant was not returned for evaluation. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during unspecified embolization procedure using intraluminal support stent and coils, the embolization coil was being implanted as one of the last coils at the end of the coiling procedure. After two-third of the coil was deployed inside the aneurysm, resistance was felt. The physician attempted to re-sheath the coil into the microcatheter, but the coil stretched and unintentionally self-detached inside the microcatheter. The microcatheter was pulled outside the aneurysm and part of the stretched coil was located in the vessel. The physician tried to catch the coil with a snare but was unsuccessful. The physician then successfully placed additional stent and pressed the outside part of the coil against the vessel wall. The patient was in good condition.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted upon conclusion of investigation.